Event description:
It was reported that, prior to the procedure, a message appeared on the console stating to call lumenis service in relation to the console having low power. It was noted that case saver mode was not prompted by the console and no error codes appeared. There was no patient involved.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customer's facility by a field service engineer (fse). The fse checked the console and found moisture on all of the optics. The moisture was cleaned out. The reported error was then resolved. The console was then functionally tested and found to be fully functional.

Event description:
It was reported that, prior to the procedure, a message appeared on the console stating to call lumenis service in relation to the console having low power. It was noted that case saver mode was not prompted by the console and no error codes appeared. There was no patient involved.